Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter in the tip nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Additional information received on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely since it was unknown if the reprocessing was conducted in accordance with the instructions for use (IFU), the foreign material remained in the device. However, a definitive root cause could not be determined. Reprocessing information: the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in the start of precleaning or a time lag between the end of clinical use and the start of precleaning. The customer did flush the air/water nozzle with water and air. The customer did presoak the endoscope in the detergent solution. The customer did wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. It is unknown if there were any abnormalities in the accessories used for reprocessing. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual. Chapter 3 preparation and inspection". IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual. "Chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.